Event description:
The customer reported being in a medical center while she was in a cruise ship overseas. The customer was treated with a shot to bring down her glucose level of 400mg/dl. Troubleshooting was performed, and no damage to the drive support noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, and basal rates were correct. Performed the high pressure test, and the test passed. Instructed the customer to remove the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.